Event description:
Pt underwent uneventful lasik ou (B)(6)2017. At 1 day po flap od was wrinkled. Surgeon notified. He came to center and flap was lifted and irrigated. Surgeon advised pt to follow up with ecp on tuesday (B)(6) extend lotemax q2h. Continue fish oil. Celluvisc qhs. On (B)(6)2017 vasc 20/20 od, 20/30 os. Reference MFR # 3003288808-2017-01422.